Manufacturer narrative:
The investigation did not identify a product problem. The were no follow up/corrective actions for the event. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction events. Erroneous low results were generated by the cobas 8000 c 702 module. The events involved a total of 1 patient with the following: one erroneous result for bilt3 bilirubin total gen.3. The patient's age was requested, but not provided. The patient's weight was requested, but not provided. There patient's gender was requested, but not provided. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.